Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and the right ventricular leads became dislodged post implant procedure. It was noted that longer leads were needed but the physician could not get access on the vein during first revision attempt on (B)(6) 2018. The leads were explanted and replaced on (B)(6) 2018. The replacement leads were implanted on the right side after patient's device was relocated to the right side. The patient was stable.